Event description:
It was reported that the patient experienced inadequate pain relief, due to a pump malfunction. The "med reached subarachnoid space but was not full concentration". The pump was replaced. The pain improved and the patient recovered without sequela. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.